Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inhibition of pacing due to noise oversensing on the right ventricular (rv) lead. On (B)(6) 2022, and x-ray was performed and found no major issue's with the rv lead. Programming changes were performed to resolve the issue. The patient condition was stable.